Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy spots on the chest and back at the te pad area. The patient has many metal allergies including kalium-dichromate. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a momegalen cream and fucicort 20 mg/g for the skin irritation. Follow up indicated that the skin irritation improved.